Event description:
It was reported that during a ureteroscopy procedure, the console showed error codes 269 - lasing and safety-warm-up failed to get to the threshold and 252 - lasing and safety-pyro main not equal pyro safe. There were no patient complications, however the procedure was stopped. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a ureteroscopy procedure, the console showed error codes 269 - lasing and safety-warm-up failed to get to the threshold and 252 - lasing and safety-pyro main not equal pyro safe. There were no patient complications, however the procedure was stopped. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the servo motor, pyro board and pmcu board were defective and required replacement. The components were replaced, and the problem was resolved, thus, confirming the reported event. The pyro board and pmcu board were returned and analyzed. The visual inspection did not find any defects. However, the fse found that the alleged error codes that lead to the cancelation of the procedure, were related to the servo motor, pyro board and pmcu board, as the as the mirror motor was damaged and could cause the error 252 (low energy). Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.